Manufacturer narrative:
The explanted lead will not be returned for analysis.

Event description:
It was reported that a patient was experiencing a loss of stimulation. Reprogramming was attempted but the patient still could not feel any stimulation, even with the stimulation increased to 20ma. The patient underwent an x ray which showed that the lead had migrated. The patient then underwent a surgical procedure where the lead was explanted and a new lead was implanted. The patient is reportedly doing well following the procedure.